Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced pain, erosion, infection, dyspareunia and neuromuscular problems.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced increased tension on left side, blood loss, vaginal pain, anxiety, depression, hypertension, discomfort, questionable urinary retention, could feel the pulling on the sling (foreign body sensation), stress incontinence, wonders if she is empting completely, nocturia, fecal incontinence, constipation, muscle aches/pains/weakness, unable to void (urinary retention), atrophy, increased pelvic floor tone, inflammation, degenerative changes of pubic symphysis, back pain, leukocytes in urine, vaginal shortening/tightening, infection, mesh erosion/shrinkage/contraction, unspecified urinary issues, vaginal scarring, uses doughnut ring, unable to site for long time, unable to have sexual relationship, non-surgical and additional surgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).